Manufacturer narrative:
(B)(4). Both 510(k) #'s associated with this device: k061876 & k050739. Upon completion of the investigation, a follow up report will be filed.

Event description:
Ous customer reported 823192, the equipment overheats and does not allow proper programming. No reported harm or delay.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the product was received in (B)(4) on august 16th, 2017. Inspection in codman (B)(4) reported that an error message displayed "incomplete adjustment message". A reset was performed and device works normally after it. Device will be shipped back to customer. A DHR review was performed for the vpv programmer 82-3192, s/n: (B)(4) (lot# cpnbv3), and the lot met specifications when released on november 14th, 2013. The root cause of the error message displayed could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.